Event description:
Alaris primary IV tubing will not prime or sometimes it has low flow. Once the bag is spiked, drip chamber filled, and roller clamp opened, fluid does not flow through tubing. Sometimes it does not flow at all, other times it drips slowly when it should be free flowing under gravity. The issue was first seen in the nicu, where several sets of tubing with this problem were collected. The issue is now being seen in multiple departments across the hospital. Bd has been made aware of the problem and is working with us to find the cause. So far, the problem has been seen in two different lots of tubing - lot numbers 17087668 and 17095926. Within the same lot, the problem is intermittent with some sets working correctly, and some sets with low or no flow. Manufacturer response: for primary IV tubing set, alaris (per site reporter) investigation is beginning. No response yet. Manufacturer response: for primary IV tubing set, alaris (per site reporter) investigation is beginning. No response yet.